Event description:
It was reported that the device displayed a flashing service wrench icon. The was no pt use associated with the reported event.

Manufacturer narrative:
The local service rep evaluated the device and observed a flashing service technician icon and 3:00 am self test fault codes logged into the error log. The service rep placed the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced main pcb assembly and also observed that a test device mock-up would not boot up when the assembly was installed and determined that root cause for the observed malfunction was ic chip, designator u50.